Event description:
It was reported that high impedance measurements were taken after connecting an extension to a lead. The reporter stated that the lead impedances, measured prior to connecting to the extension, were 'ok.' It was stated that after the extension replacement, the impedances were normal. No patient symptoms or injuries were related to this event.

Manufacturer narrative:
Final analysis of the extension found no anomaly.

Manufacturer narrative:
Product ID 3877-45, lot# 0205476742, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 37081, serial# (B)(4), product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.